Event description:
It was reported that (4) 35ol were used during an laparoscopic nissen fundoplication procedure. It was reported by the rep that during the course of this extended procedure (fine minutes) the surgeon noticed carbon dioxide escaping through the ports and upon closer inspection observed that the outer seals all four trocars used for this procedure where torn. The procedure was completed using the same trocars.